Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. A field service specialist (fss) visited the account and check the laser after the reported event. No problems were found. A full system check was performed by regional technical support engineer as per customer request. He found bubble flatness for 6.5 mm and optical coherence tomography (oct) reference arm path offset out of specification and ultra fast (uf) beam clipping, found dust inside. System-cleaned, performed ultra fast alignment, power calibration, adjusted zoom assembly, checked all specs for oct and uf, performed all tests for system qualification. Bypassed rfid reader extension cable. System meets all amo specification. System was monitored and there were no more issues.

Event description:
It was reported that patient capsule broke during cataract extraction after completion of the procedure with catalys laser. There is no video available. During procedure, there was no changes in the fits or safety zones and there was no suction loss. The anterior capsulotomy was not completed and there was a thread in the capsulotomy edge. No vitrectomy was done and there were double cuts on the capsulotomy. Phaco tool was used during cataract extraction and account reported it did contribute to the tear as the capsule rupture occurred during the phaco treatment. According to the surgeon, phaco treatment was normal. It was reported that the anterior capsular tear was noted after catalys treatment during cataract extraction. Patient post treatment status +0.25 x -0.50 x 90. The surgeon reported that catalys contributed to the injury.